Event description:
It was reported that the 9800 system displayed a temperature sensor error. While preparing the product, it was also noted that the tube cooling fan was inoperable. No patient injury was reported.